Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7073515/7073566.

Event description:
It was reported that the patients implantable pulse generator (ipg) had an increased charge burden, and an increased stimulation need. It was also noted that the right spinal cord stimulation (scs) lead had high impedances and was able to reprogram around impedances for all pain areas. The patient underwent ipg and lead replacement procedure and doing well postoperatively. All explanted devices will not be returned per facility policy.